Event description:
It was reported that a balloon rupture occurred. A 10/2.75 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The device was simply pulled out from the patient's body. The procedure was completed with another of the same device. There were no complications reported and the patient's condition was good post procedure.